Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported irregular appearance (posterior needle tip ejected from the posterior needle shank) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported irregular appearance (posterior needle tip ejected from the posterior needle shank) appears to be related to user inadvertently depressing the plunger (step 2) during the difficulty advancing the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 facility name: (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an interventional lower extremity angiogram procedure with a 6f sheath. Reportedly, there was resistance advancing the device. The guide would not advance past the skin level. Upon device removal, it was observed that the needles were sticking out about 1mm. The plunger and footplate were still in the pre-deployed position. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.